Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent fusion at l4-5 mixing rhbmp-2/acs with allograft and placing the mixture into a synthesis synfix cage. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment". Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2007, the patient preented with pre-op diagnosis of lumbar instability ; degenerative disc disease and underwent following operative procedures: anterior lumbar antibody fusion l4-5 , l5- s1. Placement of anterior biomechanical device (synthes synfix 32 x 15 mm 12 degree at l4-5 , l5-s1); placement of bone morphogenic protein, tissue allograft. Per op notes, ¿.... 26 mm incision was made transversally the disc space was entered and gutted. The disc space proved to have very tenacious material within it. A fair amount of time was taken in preparing the endplate properly but this was achieved satisfactorily. The disc space was exceptionally wide. Trials were placed and a 19 mm implant was eventually selected. A 32 mm x 26 mm x 19 mm implant was selected. A synfix variety was used with 12 degree lordosis. This was put into position and a template was used to place screws. A 25 mm x 4 mm screws were used all four sites. Surgeon, then, exposed the l4-5 space. At this time, the disc space was entered in a similar manner and prepared in a similar manner. This time trials allowed exceptions of a 15 mm synfix cage. This was therefore placed with a dimension of 32 x 26 x 15, also with 12 degree lordosis and here again, also 25 mm screws were used. There was some difficulty in separation of the vein at this level and the graft was slightly edged to the left side at this level. Each synfix cage was filled with bmp. At the lumbosacral level some further bmp was pushed into the space between the anterior margin of the cage and the bone inferiorly. At l4-5 one sponge was placed into the disc space prior to loading the synfix graft..¿ on (B)(6) 2007, the patient was discharged from hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.